Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer restarted the system and attempted to recover drawers 6.1 and 6.2, but the recovery was unsuccessful. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was failed to detect on bus. A field service engineer diagnosed failures on the drawer controller board and module board. Replaced both boards and tested the drawer using hardware test application. Customer confirmed the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.